Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported that the ventilator alarm light emitting diode (led) failed error code. There was no patient involvement. The customer confirmed the error code in the ventilator diagnostic logs. The customer was provided with part number for the power switch overlay.